Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The dealer states, the unit is getting low o2 and no alarm and not shutting down.